Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Bench service personnel identified that the device was generating a technical alarm indicating ¿internal battery failure.¿ to address the reported issue, the internal battery was replaced with a new battery assembly. Following the replacement, the device configuration was restored to factory settings in accordance with the applicable testing and verification procedures. All required functional and performance checks were completed to confirm restoration of the device to operational specifications prior to returning the ventilator to use. Bench also recommended that only philips-approved accessories and consumables be used to ensure proper device performance. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint regarding a v60 ventilator indicating that, during preventive maintenance (pm), a technical alarm was observed stating ¿internal battery failure,¿ and that battery replacement was required. It was reported that there was no patient involvement at the time the issue was identified. The investigation is ongoing.